Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off, and the cartridge had been in use for more than 48 hours with humalog insulin. It was also reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 1350 mg/dl. The customer also reported they had high ketones, but they did not discuss ketone level with their health care provider (hcp). The customer did not provide how their bg level was addressed or when the customer was released from the ICU. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.